Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 55mm diameter abdominal aortic aneurysm. It was reported that when the patient returned for follow up CT approximately 6 years post index procedure, a possible type ib endoleak was observed at the right common iliac artery. The event was resolved by coiling and covering the right hypogastric artery on the same day. As per the physician, the cause of the event is anatomy related due to disease progression. No additional clinical sequelae were reported and the patient is fine.